Event description:
It was reported that, "the pt is enrolled in the (B)(4) stryker sponsored study. The site reported on a crf that the pt experienced excessive hip pain post-op. The site did not consider this event serious but it was uncertain if this was related to the device. No treatment was administered and the event was considered resolved as of february 5, 2010. This event was discovered during a review of data reports.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.